Event description:
A facility reported a 60-year-old male patient experienced cerebrospinal fluid drainage, abnormal glasgow coma scale, shunt malfunction and device dislodgement during the use of chpv shunt (ID (B)(6)) due to flap bulge in operated decompressive craniectomy. A lumbar puncture demonstrated neurological improvement, and cerebrospinal fluid (csf) analysis showed no signs of infection. Given the improved neurological status after the lumbar puncture. On (B)(6) 2024, a hakim valve was implanted with initial pressure set to 110 mmhg via unknown route. On (B)(6) 2024, patient's csf drainage from the ventricles was not controlled/ drainage was excessive. On an unknown date (postoperative day 2), gcs deteriorated to e1vtm2 (coma scale abnormal). On an unknown date, shunt might be experiencing a malfunction, shunt was inverted (device dislocation). On unknown date, shunt pressure was adjusted to 160 mmhg but there was no improvement. Csf drainage from the ventricles was not controlled even pressure build 170, then x-ray revealed that the shunt was inverted and gradual reduction in pressure settings down to 30 mmhg over six days. Despite these adjustments, the drainage remained excessive, resulting in a sinking flap and severe gcs deterioration. Throughout this period, there were no signs of fever, sepsis, or meningitis while the shunt was in situ. Doctor had to ligate the shunt. At the time of the reporting, outcome of the events csf drainage from the ventricles was not controlled/drainage was excessive and gcs deteriorated to e1vtm2 (coma scale abnormal) was not resolved. Reporter remarks: the causality for the reported adverse events is considered not assessable, due to lack of sufficient information regarding the actual process and procedure details. Information pertaining to concurrent medication, concurrent medical conditions and complete medical history precludes meaningful causal assessment.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The hakim valve (ID 823148) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. A possible root cause for the problem reported by the customer could be due to user's error and non- respect of the instruction for use (IFU). However, it was not possible to confirm and identify the root cause of this assumption as the product was not returned for investigation. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information: no improvement is seen in patient.